Event description:
During a pulmonary vein isolation procedure, the extension tube of the three-way stopcock became detached from the introducer while flushing. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of detached sideport tubing was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.